Event description:
New information received notes that xray was used to confirm the dislodgement.

Manufacturer narrative:
Additional information: b5, b6.

Manufacturer narrative:
The reported events were lead dislodgement and inappropriate/inadequate shock/stimulation. As received, a complete lead was returned in one piece with the helix fully extended and extension length was within specification. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Manufacturer narrative:
Correction: b5 and h6 needed for patient condition.

Event description:
New information received notes that xray was used to confirm the dislodgement, and patient discomfort was noted.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed inappropriate shock due to dislodgement on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.